Event description:
It was reported that patient is having increased seizures and has been referred for a battery replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received indicating that the md has assessed the increased seizures to be due to other and the levels are back to pre-vns baseline. The patient has had a battery change. Response to request for most recent settings and diagnostics were provided with no date indicated. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Further information was received indicating that the device was likely discarded. No other relevant information has been received to date.